Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated and the system was working upon arrival. The error logs were extracted for further examination. No further service information is available at this time.

Event description:
The customer reported intermittent 'generator errors'. This error will result in an uncommanded system shutdown. No patient or user injury was reported.